Event description:
It was reported that a physician attempted placement of the proglide suture using the pre-close technique prior to an unspecified procedure in the right common femoral artery. Reportedly, the needles failed to capture the sutures. A second and third devices were attempted with the same results. The method how hemostasis was achieved was not provided. A 6fr sheath was used. There were no reported adverse patient sequelae. No additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.